Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted device evaluation: analysis of the returned device identified: the weight the device within specification, creases fold, deformation, wear abrasion and yellow particles in the shell. Cloudy and voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Patient right side textured to smooth exchange due to product concern. Healthcare professional later reported right capsular contracture baker grade iii/IV. The device has been explanted and replaced.